Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D10: unk tm shell: unk competitor stem. G2: thewlis d, bahl j, chai hwh, callary sa, grace tm, arnold jb, taylor m, solomn lb. Revision hip arthroplasty through a gluteal-sparing extended posterior approach may be able to achieve similar functional outcomes to primary hip arthroplasty. Arthroplast today. 2025 apr 12; 33:101681. Doi: 10.1016/j.artd.2025.101681. Pmid: 40270766; pmcid: pmc12017929. G2: foreign: australia. H6: proposed component code: mechanical (g04) - head. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that a patient in the revision cohort subsequently experienced a dislocation. No further information regarding treatment or intervention was provided. Attempts have been made and no further information has been provided. The reported event was identified during review of a journal article thewlis et al literature review. Title: revision hip arthroplasty through a gluteal-sparing extended posterior approach may be able to achieve similar functional outcomes to primary hip arthroplasty.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. This complaint cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. X-rays were noted in the journal article; however, it is unknown if they apply to the patient in this complaint. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.